Event description:
Emergency medical service personnel were treating a diaphoretic pt who was connected to the their device and delivered to the emergency department. The pt reportedly required pacing and the reporter allegedly encountered difficulty in applying the pacing electrodes. Reportedly, the electrodes were reseated 3 times. The device was then connected to the pt and allegedly an unsuccessful attempt to pacing was made. The pt was delivered to the intensive care unit and a 2nd device was connected without replacing the pacing electrodes. Allegedly, when pacing was attempted, the pacing current could not be increased. A 3rd device was obtained and an attempt at pacing was made. The 3rd device reportedly wouldn't pace unless the pacer's "start/stop" button was pressed. The emergency medical service crew's device was reconnected to the pt and treatment was continued. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.